Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case reported by a consumer who contacted the company to report a product complaint concerns a (B)(6) female of unspecified origin. No relevant medical history and concomitant medications were reported. The patient received insulin lispro (humalog) cartridge via reusable humapen memoir burgundy device, 20 units at breakfast, lunch and dinner, for the treatment of diabetes, beginning in (B)(6) 2010. A couple of weeks ago, approximately (B)(6) 2010, the patient was puking blood and hospitalized for five days. While in the hospital the device was not working, the display was only showing half digits (product complaint (B)(4)/lot a654639a). No events were associated to the device. Diagnostic testing and treatment while hospitalized were not provided. She was reportedly doing much better now. The outcome was unknown. The humalog was continued. The patient was the operator of the device. It was unknown if the patient was a trained user. The device had been used for three weeks. The patient switched to a new humapen memoir burgundy device. It was unknown if the device would be returned. Further information will be added when received.